Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 157 mg/dl on the reported meter, and the laboratory result of 116 mg/dl within 10 minutes. The patient's testing technique was correct, and the test strips were in good condition and within opened expiration dating. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text- 11/30/2012: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. The returned test strips were expired at the time of the complaint, therefore, no product analysis was performed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.